Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation shock. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined the digital pcb assembly was the cause of the reported issue. The device was returned to the customer unrepaired at the customer's request.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was an 78 year old male. Patient information fields a1, a2, a3, b6 and b7 have been updated.

Event description:
The customer contacted physio- control to report that their device failed to deliver defibrillation shock. Physio- control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Awareness date of supplemental medwatch report 002 indicates: (B)(6) 2019, should indicate: (B)(6) 2019.

Event description:
The customer contacted physio- control to report that their device failed to deliver defibrillation shock. Physio- control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation shock. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.